Event description:
Tubing was being primed prior to use during a procedure. While flushing the male adapter that connected the tubing to the manifold came off. The adapter and the tubing were not bonded (or fused)together. This is the second report related to this particular manifold kit that we have submitted.======================manufacturer response for custom manifold kit k09-05755 revision f, (brand not provided) (per site reporter).======================they will send packaging to return the device to them for an evaluation.